Event description:
The surgeon implanted lens but it tore while being inserted. The lens was removed with no pt injury. An msi-tm injector and an 5t-45s cartridge were used but the facility was unable to provide the lot numbers. The rn noted that "a loading error caused the iol to be torn. Iol in eye and explanted. No pt complications".